Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit cannot start up with some batteries. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the issue. The fse reported found the cause to be defective pcba video generator board. The fse replaced the video generator board to resolve the issue.

Event description:
N/a.